Event description:
Patient was undergoing catheter ablation in ep lab for pvc. Arterial access was obtained to go retrograde to the lv to attempt to ablate the pvc. At some point we were not able to come on ablation (system read "catheter not connected"). We troubleshooted the issue and decided to replace the catheter. After removal physician noticed the catheter looked strange. We compared it to the new catheter and found that the tip had been damaged. We looked on fluoroscopy and found a foreign object that resembled the distal portion of the ablation catheter tip. Further evaluation suggested the distal tip of the ablation catheter had broken off and was sitting in the descending aorta.